Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Review of the DHR for this particular lot number found that the device expired on 09/01/2011. Confirmation was received that the device had been reprocessed by the hospital. Currently trying to obtain the details regarding who actually reprocessed the device.

Event description:
The physician was using a stent to seal off part of the gastro-duodenal artery. The physician could not reach the intended area. The physician tried to pull the stent back into the 7fr sheath and the stent became dislodged from the balloon and remained in the patient.